Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, the lpda was treated with one resolute onyx drug eluting stent. Two resolute onyx drug eluting stents were implanted in the lcx. The clinical events committee adjudicated that the patient suffered a non-q-wave target vessel myocardial infarction (mdt and scai defined) on the same day as the index procedure. The patient was discharged on the following day.